Event description:
A (B)(6) female patient contacted zoll customer support to report an 'add gel' message without any prior gel release. During troubleshooting, the patient noted exposed wires. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (add gel / exposed wire) has been confirmed. As received, the belt failed incoming testing. Upon evaluation, the cable connecting the distribution node (dn) and the rear therapy electrode (te) was pulled from the dn strain relief. The cause for the test failure and add gel messages is the damaged cable and internal wires. The root cause for the damaged cable and internal wires. The root cause for the damaged cable and wires cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires. The patient received a replacement electrode belt.